Event description:
It was reported that a clearlink system solution set leaked from where the tubing connects to the drip chamber. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: one (01) actual device and one (01) companion sample were provided for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing and push-pull tests were performed; a leak was observed between drip chamber and tubing of the actual sample only. No disconnections or no blockages were identified in both returned samples. The reported condition was not verified on the companion sample. The reported condition was verified in the actual sample. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.